Event description:
Nc quantum balloon unable to advance or be removed from prowater wire. Balloon shaft broke in half when trying to pull back. Distal end remained on wire. The broken balloon shaft and prowater wire with piece of pta balloon left on it were both removed from sterile field and delivered to our boss (B)(6). Boston sci rep (B)(6) was standing by at the time and will replace the balloon. Balloon was not actually in body when it broke. No harm to pt. FDA safety report ID# (B)(4).